Event description:
I started having low back pain, continual bloating and swelling then began to have cramping while not on my cycle. Within a year my periods were beginning to get heavier and heavier. By 2013 it began to be unbearable. (B)(4).